Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not returned. A correlation between the device and the reported event could not be conclusively determined. Device thrombosis, infection and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a routine system controller upgrade while in the outpatient department on (B)(4) 2014. After the system controller change, the patient complained of having new abdominal pain, and feeling nauseated, and there was a palpable area above the left flank of notable pain, but this improved with a warm compress. An echocardiogram revealed increased mitral regurgitation 3-4+ and positive echo mobile density at an implantable cardioverter-defibrillator (ICD) lead. The patient was admitted due to concern for thrombus vs. Vegetation. The patient continued to complain of left flank pain. A CT of the abdomen revealed fluid collection. A transesophageal echocardiogram was negative. Blood cultures were positive. The patient was being treated for infection and was being hydrated due to a slight rise in creatinine. The patient was found unresponsive on (B)(6) 2014 and resuscitation efforts were unsuccessful. The patient expired. The preliminary cause of death was thought to be ischemic stroke. Multiple infarctions to the left kidney were also noted.

Manufacturer narrative:
Approximate age of device: 6 months. (B)(4). No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.